Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7082132.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy. Reprogramming attempts did not improve the patients therapy. The physician assessed that the original lead placement was too lateral for optimal therapeutic benefit. Therefore, the patient underwent a lead revision procedure where both leads were explanted and replaced. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7082132.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy. Reprogramming attempts did not improve the patients therapy. The physician assessed that the original lead placement was too lateral for optimal therapeutic benefit. Therefore, the patient underwent a lead revision procedure where both leads were explanted and replaced. The explanted leads will not be returned as they were discarded by the medical facility. Additional information was received that the patient was doing well and received therapeutic benefit from the dbs system postoperatively.